Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery. The customer's blood glucose level at the time of incident was 485mg/dl. The customer states they treated with manual injection. The customer states they would call back at a later time for troubleshoot if needed.